Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. No information available. Attempts to obtain the information has not been successful. No information available. Attempts to obtain the information has not been successful. Not applicable for this device. Not applicable for this device. Country is (B)(6). The probable cause for the missing sensor could not be conclusively determined; however, manipulation and strain can damage the internal components. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a coronary diagnostic procedure, the manufacturer''s guidewire displayed the error message "attach wire to connector". The wire was detached and cleaned, then reattached to the connector; however, the error message remained. The procedure was completed with a new guidewire. No patient injury reported. The returned device was visually and microscopically inspected and confirmed a broken and missing sensor. This product problem is being submitted since it could not be determined when the sensor separated from the manufacturer¿s device. There is a potential for harm if the malfunction were to recur.